Event description:
It was reported that the patient had infections following his prostiva procedure. It was unknown if the infections were related to the prostiva procedure, which was done in (B)(6) 2011. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).